Event description:
Reporter alleged obtaining the results of 279 mg/dl and 71 mg/dl back to back within 10 minutes on the aviva system. Reporter stated she was able to treat herself with juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.